Manufacturer narrative:
Bec cts (customer technical support) generated a service request. Cts called the customer and they stated that they performed troubleshooting on the instrument and were able to resolve the issue by pressing a button that regulates the vacuum. The customer cancelled the service call. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the cap piercer wash cup in the synchron lx I 725 clinical system was overflowing and leaking fluid onto sample tubes. The customer stated that the wash cup drain valve appeared to be malfunctioning. No injury was reported and no erroneous results were generated.